Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the original complaint of the unresponsive bolus button was unable to be duplicated. The bolus button cover was opened and there were no contaminants found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.